Event description:
It was reported that during testing conducted at the manufacturer facility, the core sumex drill caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, wear of the cable assembly was identified as a potential cause of the reported bias current error.

Event description:
It was reported that during testing conducted at the manufacturer facility, the core sumex drill caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Device evaluation is in progress.